Event description:
The customer ran blood glucose tests on 2 breeze2 meters and received readings of 110 and 25mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. New meter and test strips were sent to her.